Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as red itchy skin under where the garment touches. The patient consulted his physician who prescribed creams. There is no allegation of a device malfunction. Follow-up indicated that the irritation was improving.